Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced pocket pain. As a result, the device was explanted. Related manufacturer reference number: 3006705815-2023-00389, 3006705815-2023-00390.